Event description:
Boston scientific crm received information that a bsc sales representative (sr) called our technical services (ts) department to tell us that this right ventricular (rv) lead had a lead safety switch occur. The sr stated that he did a device check and the rv lead checked out fine. The lead impedance measurements were unknown if they went above 2500 ohms, or below 100 ohms. There were also some stored episodes of noise that could not be reproduced. Ts suggested to reset the safety switch and watch the lead at subsequent follow up appointments. The patient stated that they have had some slight pain and pinching in the shoulder area and around the pocket. To date, there have been no adverse patient effects reported. Additional information was received several years later, that this lead exhibited noise and stored egm's as a result of that noise. Some testing was done, which confirmed in both bipolar and unipolar that all thresholds and impedances were stable. Since this patient is not pacemaker dependant, the lead will continue to be monitored for now.